Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on april 29, 2014. Based on qa assessment, the product met specifications at the time of release. The footswitch and system were examined and the reported event was replicated. The footswitch cable was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on april 24, 2014. The root cause of the reported event can be attributed to a nonconforming illuminator. However, how or when the illuminator module became nonconforming cannot be determined conclusively. The root cause of the reported event can be attributed to a nonconforming footswitch cable. However, how or why the footswitch cable became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse requested lamp replacement. In addition, an intermittent footswitch failure occurred upon start up of the system. Additional information has been requested.